Manufacturer narrative:
Two lenses from the same lot were damaged during loading training, but the reporter does not know which lens was implanted and then removed. The reporter has indicated that it was either lens serial number (B)(4). According to the reporter, both lenses were discarded. No other similar events have been reported for lot 4951402. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No nonconformities were found involving this complaint type or product lot. The most probable root cause is operational context. User-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that the trailing haptics of an intraocular lens (iol) were damaged during implantation into the left eye, requiring removal of the lens. The patient remained aphakic, as no other lenses were available. According to the reporter, staff were being trained how to load the lenses properly into the inserter when the haptic damage occurred while loading. There were no other procedural complications. In the surgeon¿s opinion, the likely cause of the event was improper deployment of the intraocular lens, causing trailing haptic damage. The patient¿s prognosis is good and they may require an additional lens. Though requested, no additional information has been received.

Manufacturer narrative:
The additional information received from the reporter was reviewed, and the conclusions from our original report submission remain unchanged.

Event description:
It was reported that 126 days post original surgery, an intraocular lens (iol) of the same model and different diopter was implanted successfully into the patient's left eye. The 2.75mm incision was enlarged to 2.8mm, and the iol was inserted without difficulty. The patient was reportedly stable after placement of the iol.